Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that no calibration was possible with the programmer; there was a misalignment between the stylus touch-pen and the pointer on the display screen. Multiple errors were also found in the error logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no calibration was possible with the programmer. The programmer has been returned for repair. There was no patient involvement.